Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an e315 communication error and image was not displayed. The issue was found during preparation for use for a diagnostic colon fiberoscopy and it was completed with a similar device. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the events could not be identified although it can be presumed that the e15 event occurred due to water intrusion into the scope connector leading to short-circuit resulting in abnormal image. It can also be presumed the play on the angulation control knob event was due to elongation of the angulation wire due to frequent uses and an accumulation of stress. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system" [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.